Manufacturer narrative:
Investigation conclusion: the motor stall (code 242.4030.0) error code was confirmed in the pump module error log and replicated during testing. However, the customer has reported the incorrect motor stall error code of 242.4032. The instrument seal was broken suggesting the device has been opened. The damage is believed to have occurred outside of bd. A review of the device history file from the date of manufacture to the present found no recorded servicing by bd. The damaged ail assembly identified in the device is suspected to have been a result of customer repair and/ or repair attempt. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA (B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported that an error code 242-4032 ¿motor stall¿ occurred prior to the start of an infusion. There was no patient involvement and no patient harm occurred as a result of this event.